Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 08-aug-2018, UDI#: (B)(4). Analysis of the implantable pump (serial # (B)(4)) identified no anomalies. The returned device passed all functional testing in the laboratory. Analysis of the implantable catheter (serial # (B)(4)) identified damage to the transition tubing via visual inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. The device was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event. There were no further complications reported at this time.